Event description:
Country of complaint: (B)(6). There is label b026667 - missing one digit "1".

Manufacturer narrative:
Reported device not marketed in the united states, however similar device/processes during mfg are. None, picture provided for review. There was no previous complaints of this code batch. Picture shows that the last number of the reference is not printed on the label. This mistake took place at the moment of printing the box label in the warehouse. The label is the correct one but the last number of the ref was not printed. We assume that this mistake was an isolated malfunction of a punctual printer, since no other complaints have been rec'd regarding this issue. We have informed the personnel involved at this incident, and the defect has already been solved. Corrective/preventive actions: not applicable, the defect has been located and has already been solved.